Manufacturer narrative:
Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR. Report # 1218950-2017-01693 was submitted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device is set to 150 joules, however when tested on a defib analyzer it is over by 30 joules. The cables were all reseated. There was no reported patient involvement/adverse patient impact.